Event description:
Lf customer support reports via fax, per sales, syringe popped out and hit patient. Patient was not injured. Customer reports that the syringe popped up and bumped into patient's face, but there was no injury. The customer believes the reason the syringe popped out is because the technologist did not completely press down both tabs on each side of the syringe. With one tab not fully engaged, the syringe then popped out.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: this is a known issue with the faceplate and has been addressed in CAPA.